Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had the stimicath used and sent home. When the patient attempted to remove the stimicath the plastic sheath pulled free from the metal core around 6 inches from the end. The entire catheter broke at that point. This happened with 2 back to back patients. Additional information indicates that the patients are fine. Both had to return to the hospital to have the broken part removed by the anesthesiologist.